Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and determined the leaking blue liquid was diluted reticulocyte stain from the multi-transducer module (mtm) waste chamber. The waste chamber was overflowing which caused the excess liquid to be pushed out through the vent port. The chamber was manually drained. The vent port that leads to vl14a was completely blocked off by some calcified material. This material was cleaned with water. The 2.5 ul reticulocyte shear valve was extremely dirty and was replaced. The reticulocyte background was high and the fse replaced all the reticulocyte sample lines. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 750 hematology analyzer. The leak was approximately 50 ml of a blue liquid that leaked onto the counter. There were no error messages associated with this event, or affect to patient test results. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. The operator was wearing gloves, eye protection, and lab coat at the time the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.